Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: describe event or problem: the patient IV pump was infusing via central line had a downstream occlusion alarm and stopped infusing norepinephrine. The patient become hypotensive, map on central monitor was 47. Tubing free of kinks and central venous access draws and flushes appropriately. During troubleshooting, IV tubing pulled out of pump and reinserted but pump reading "IV tubing insertion incorrectly" even though correctly inserted. Primed back up pump connected to peripheral IV to resume norepinephrine infusion to prevent further clinical deterioration.